Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device had a preliminary evaluation onsite by a baxter technician. The device will have a complete evaluation performed at a baxter facility; however, the device has not yet been received. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
A baxter service technician reported finding a flo-gard infusion pump with a broken door latch assembly. This condition was found during servicing of the device. This condition has the potential to interrupt delivery. There was no patient involvement, patient injury or medical intervention in regards to this report. No additional information is available.